Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting high out of range pacing impedance measurements. An x-ray taken showed the lv lead had dislodged. Surgical intervention was performed and the lv lead was abandoned and replaced. No additional adverse patient effects were reported.